Event description:
Central line placement attempted multiple times that resulted in a piece of guide wire retained inside anterior pelvis, outside of bowel or blood vessel. Decision made to leave piece in patent as no long term harm. (B)(4).